Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the mid abdomen, lower abdomen, inner thighs, and possibly flanks and may have developed paradoxical hyperplasia (ph) to the treated areas. The patient also experienced bruising and swelling following treatment. No additional information from the practice or the patient has been provided.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. The coolsculpting user manual includes the following information listed under side effects: ¿the following effects can occur in the treatment area during and after a treatment. These effects are temporary and generally resolve within days or weeks. One to two weeks after a treatment: redness, bruising, and swelling.¿ allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the mid abdomen, lower abdomen, inner thighs, and possibly flanks and may have developed paradoxical hyperplasia (ph) to the treated areas. The patient also experienced bruising and swelling following treatment. No additional information from the practice or the patient has been provided.